Manufacturer narrative:
Correction: capped date was initially incorrectly reported as (B)(6) 2018. The correct capped date is (B)(6) 2018.

Event description:
New information available on 4/10/2018, it was reported that the lead was capped and replaced on (B)(6) 2018 instead of (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an elective device replacement. Before the procedure, upon interrogation it was noted that the impedance of the right ventricular lead was low. The lead was capped and replaced on (B)(6) 2017. Patient had no symptoms and was doing fine before, during and after the procedure.